Manufacturer narrative:
(B)(4). Batch # p9495n. Investigation summary: the device was received the upper jaw damaged at the proximal side. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. The condition of the jaws prevented the functionality of the jaw. The device was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a sigmoid colectomy procedure, the device was clamping and activating with no problems and at some point, in the procedure the jaws started sticking when the jaws were closed. A second like device was tried and after a short time the jaws started sticking on this device. A third like device was used to complete the procedure with no patient consequences reported.